Manufacturer narrative:
(B)(6). The e801 analyzer's serial number is (B)(6). The e602 module's serial number was not provided. The sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient on a cobas e 801 analytical unit. A possible interference was alleged. On 05-jun-2024 the result was 6.07 ng/ml on an e602 module. This result was considered normal. A 1:2 dilution was performed and the result was 7.35 ng/ml on an e602 module. A 1:5 dilution was performed and the result was 6.25 ng/ml on an e602 module. A 1:10 dilution was performed and the result was 4.41 ng/ml on an e602 module. The sample was tested using the abbott method and the troponin I result was 0.001 ng/ml. The sample was tested using the sysmex method and the troponin t hs results were 0.124ng/ml and 0.122 ng/ml. On 06-jun-2024 the patient's result was 6.30 ng/ml on the e801 module. On (B)(6) 2024 a second sample was tested on a realmind instrument and the troponin t hs result was 0.005 ng/ml.

Manufacturer narrative:
The patient sample was investigated. The difference between the normal and the stat applications could imply an interference of unknown origin. This unknown interference was verified by the decreased recovery after dilution. The patient sample was investigated in more detail and the presence of a heterophilic interference factor was not found. The presence of a heterophilic interference factor was not found. The presence of an interference factor other than this cannot be excluded. The investigation did not identify a product problem.